Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient in (B)(6) study, received triathlon total knee replacement left on (B)(6) 2013. Instability occurred and on (B)(6) 2015. The knee was replaced totally.

Manufacturer narrative:
An event regarding revision of a triathlon baseplate due to instability was reported. The event was confirmed by revision operative note. Medical records received and evaluation: medical review comment on the provided revision operative note stated; unfortunately, no information was present in the report as to a potential cause for the instability. Because also no x-rays are available for review to evaluate component position, based upon available information it is not possible to establish a clear failure diagnosis. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as product return, pre- and post-operative x-rays, patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient in (B)(6) study, received triathlon total knee replacement left on (B)(6) 2013. Instability occurred and on (B)(6) 2015 the knee was replaced totally.